Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the complaint was received into the company with the following comment: on impacting the definitive tibial tray, the tibial impactor broke in two parts. The device was not returned for examination. However we were sent a photograph of the product which confirms the complaint; the impactor was seen to be fractured and in two pieces. A complaints search against the product code on the device identified similar complaints for this failure mode. The complaint was found to be justified with root cause attributed to design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On impacting the definitive tibial tray, the tibial impactor broke in two parts. No adverse event reportable. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes.